Event description:
A pharmacist reported to baxter (B)(4) that an administration solution set had the "cover" of the needle based y-site missing. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample with the original packaging was available for evaluation. Upon visual inspection, the elastomeric in the needle based y-site was observed to be missing. The reported condition was confirmed. The root cause was determined to be a supplier issue. The needle based y-site is not manufactured by baxter, but supplied by an external supplier. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.